Event description:
The hcp drove the gantry in the wrong direction and the bottom edge of the detector lift impacted the patient's leg. The patient was taking blood thinning medications. This resulted in a bad bruising and internal bleeding of the knee joint. The patient was treated with ice packs and was required to use crutches.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system detector's capacitive sense was found to be working to specification. The operator's view of the detector's position was blocked by sterile drapes and the IV pole, and was therefore , not able to see that the collision was imminent.